Event description:
It was initially reported that the pt's device was explanted due to unk reasons. The neurologist indicated that the pulse generator was removed due to a believed infection at some point in 2005, but no further specifics were made available on the event. A review of the manufacturer device history records indicate that both the lead and pulse generator were sterilized prior to distribution. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of the manufacturing records confirmed sterilization for both the generator and lead prior to distribution.